Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1909210) on 21-may-2019. The most recent information was received on 01-aug-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of asthenia ('asthenia-like symptoms'), musculoskeletal pain ('muscle and joint pain') and menorrhagia ('hemorrhagic period on luteran up to menopause in (B)(6) 2017') in a 58-year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced intervertebral disc protrusion ("discal hernia with no fist sign"). In (B)(6) 2015, the patient experienced herniated disc ("recurrence of discal hernia"). On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required), musculoskeletal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), general physical health deterioration ("impairment of health conditions up to be unbearable"), malaise ("malaise"), bone pain ("bone pains, all my skeleton hurted me"), myalgia ("muscular pains") and tendon pain ("tendon pains"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy on (B)(6) 2019). Essure treatment was ongoing at the time of the report (removal of right essure implant only). In (B)(6) 2017, the menorrhagia had resolved. At the time of the report, the asthenia, musculoskeletal pain, general physical health deterioration, malaise, intervertebral disc protrusion, herniated disc, bone pain, myalgia and tendon pain outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. The reporter considered bone pain, general physical health deterioration, intervertebral disc protrusion, malaise, menorrhagia, myalgia, tendon pain and herniated disc to be related to essure. The reporter commented: no tests were suggested for eventual allergy with nickel before insertion. According to the consumer nothing explained her health state, the impairment increased. The essure removal was planned to (B)(6) 2019. In follow up it was reported that removal of right essure implant by laparoscopy with salpingectomy was performed due to asthenia like symptoms and muscle and joint pain on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative, nothing found. Bone densitometry - on an unknown date: negative, nothing found. Bone scan - on an unknown date: negative, nothing found. Hysteroscopy - on an unknown date: negative, nothing found. Ultrasound scan - on an unknown date: negative, nothing found. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of asthenia ('asthenia-like symptoms'), musculoskeletal pain ('muscle and joint pain') and menorrhagia ('hemorrhagic period on lutheran up to menopause in (B)(6) 2017') in a 58-year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced intervertebral disc protrusion ("discal hernia with no fist sign"). In june 2015, the patient experienced herniated disc ("recurrence of discal hernia"). On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required), musculoskeletal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), general physical health deterioration ("impairment of health conditions up to be unbearable"), malaise ("malaise"), bone pain ("bone pains, all my skeleton hurtled me"), myalgia ("muscular pains") and tendon pain ("tendon pains"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy on (B)(6) 2019). Essure treatment was ongoing at the time of the report. In august 2017, the menorrhagia had resolved. At the time of the report, the asthenia, musculoskeletal pain, general physical health deterioration, malaise, intervertebral disc protrusion, herniated disc, bone pain, myalgia and tendon pain outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. The reporter considered bone pain, general physical health deterioration, intervertebral disc protrusion, malaise, menorrhagia, myalgia, tendon pain and herniated disc to be related to essure. The reporter commented: no tests were suggested for eventual allergy with nickel before insertion. According to the consumer nothing explained her health state, the impairment increased. The essure removal was planned to (B)(6) 2019. In follow up it was reported that removal of right essure implant by laparoscopy with salpingectomy was performed due to asthenia like symptoms and muscle and joint pain on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative, nothing found. Bone densitometry - on an unknown date: negative, nothing found. Bone scan - on an unknown date: negative, nothing found. Hysteroscopy - on an unknown date: negative, nothing found. Ultrasound scan - on an unknown date: negative, nothing found. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: health authority detected that bayer record number fr-bayer-2019-131259 (afssaps no. (B)(4), medwatch 3500a MFR number 2951250-2019-03792) was a follow up / duplicate to this bayer case number fr-bayer-2019-100718 (afssaps no. (B)(4)) to which all information will be transferred. Then duplicate record number fr-bayer-2019-131259 will be deleted. New information: essure removal surgery was specified to "removal of right essure implant by laparoscopy with salpingectomy" on (B)(6) 2019 due to (2 new events:) asthenia and musculoskeletal pain; incident events updated in accordance to newly available information we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic period on luteran up to menopause in (B)(6) 2017') in an adult female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced intervertebral disc protrusion ("discal hernia with no fist sign"). In (B)(6) 2015, the patient experienced herniated disc ("recurrence of discal hernia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), general physical health deterioration ("impairment of health conditions up to be unbearable"), malaise ("malaise"), the first episode of bone pain ("bone pains"), myalgia ("muscular pains"), tendon pain ("tendon pains") and the second episode of bone pain ("all my skeleton hurted me"). The patient was treated with surgery (essure removal is planned to (B)(6) 2019). In (B)(6) 2017, the menorrhagia had resolved. At the time of the report, the general physical health deterioration, malaise, intervertebral disc protrusion, herniated disc, myalgia, tendon pain and the last episode of bone pain outcome was unknown. The reporter considered general physical health deterioration, intervertebral disc protrusion, malaise, menorrhagia, myalgia, tendon pain, the first episode of bone pain, herniated disc and the second episode of bone pain to be related to essure. The reporter commented: no tests were suggested for eventual allergy with nickel before insertion. According to the consumer nothing explained her heath state, the impairment increased. The essure removal is planned to (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative, nothing found. Bone densitometry - on an unknown date: negative, nothing found. Bone scan - on an unknown date: negative, nothing found. Hysteroscopy - on an unknown date: negative, nothing found. Ultrasound scan - on an unknown date: negative, nothing found. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-may-2019. The most recent information was received on 20-sep-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of asthenia ('asthenia-like symptoms'), musculoskeletal pain ('muscle and joint pain') and menorrhagia ('hemorrhagic period on luteran up to menopause in (B)(6) 2017') in a 58-year-old female patient who had essure (batch no. 863567) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, iodine allergy, herniated disc, bunion operation and vaginal delivery. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced intervertebral disc protrusion ("discal hernia with no fist sign"). In (B)(6) 2015, the patient experienced herniated disc ("recurrence of discal hernia"). On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required), musculoskeletal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), general physical health deterioration ("impairment of health conditions up to be unbearable"), malaise ("malaise"), bone pain ("bone pains, all my skeleton hurted me"), myalgia ("muscular pains"), tendon pain ("tendon pains") and device expulsion ("spontaneous expulsion of left implant"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy on (B)(6) 2019). Essure treatment was ongoing at the time of the report. In (B)(6) 2017, the menorrhagia had resolved. At the time of the report, the asthenia, musculoskeletal pain, general physical health deterioration, malaise, intervertebral disc protrusion, herniated disc, bone pain, myalgia, tendon pain and device expulsion outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. The reporter considered bone pain, device expulsion, general physical health deterioration, intervertebral disc protrusion, malaise, menorrhagia, myalgia, tendon pain and herniated disc to be related to essure. The reporter commented: no tests were suggested for eventual allergy with nickel before insertion. According to the consumer nothing explained her health state, the impairment increased. The essure removal was planned to (B)(6) 2019. In follow up it was reported that removal of right essure implant by laparoscopy with salpingectomy was performed due to asthenia like symptoms and muscle and joint pain on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative, nothing found. Bone densitometry - on an unknown date: negative, nothing found. Bone scan - on an unknown date: negative, nothing found. Hysteroscopy - on an unknown date: negative, nothing found. Ultrasound scan - on an unknown date: negative, nothing found. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2019: medical records provided. Information added: medical history, essure indication, event spontaneous expulsion of left implant. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-may-2019. The most recent information was received on 30-oct-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of asthenia ('asthenia-like symptoms'), musculoskeletal pain ('muscle and joint pain') and menorrhagia ('hemorrhagic period on luteran up to menopause in (B)(6) 2017') in a 58-year-old female patient who had essure (batch no. 863567) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, iodine allergy, herniated disc, bunion operation and multigravida. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced intervertebral disc protrusion ("discal hernia with no fist sign"). In (B)(6) 2015, the patient experienced herniated disc ("recurrence of discal hernia"). On an unknown date, the patient experienced asthenia (seriousness criteria medically significant and intervention required), musculoskeletal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), general physical health deterioration ("impairment of health conditions up to be unbearable"), malaise ("malaise"), bone pain ("bone pains, all my skeleton hurted me"), myalgia ("muscular pains"), tendon pain ("tendon pains") and device expulsion ("spontaneous expulsion of left implant"). The patient was treated with surgery (removal of right essure implant by laparoscopy with salpingectomy on (B)(6) 2019). Essure treatment was ongoing at the time of the report. In (B)(6) 2017, the menorrhagia had resolved. At the time of the report, the asthenia, musculoskeletal pain, general physical health deterioration, malaise, intervertebral disc protrusion, herniated disc, bone pain, myalgia, tendon pain and device expulsion outcome was unknown. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. The reporter considered bone pain, device expulsion, general physical health deterioration, intervertebral disc protrusion, malaise, menorrhagia, myalgia, tendon pain and herniated disc to be related to essure. The reporter commented: no tests were suggested for eventual allergy with nickel before insertion. According to the consumer nothing explained her health state, the impairment increased. The essure removal was planned to (B)(6) 2019. In follow up it was reported that removal of right essure implant by laparoscopy with salpingectomy was performed due to asthenia like symptoms and muscle and joint pain on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative, nothing found. Bone densitometry - on an unknown date: negative, nothing found. Bone scan - on an unknown date: negative, nothing found. Hysteroscopy - on an unknown date: negative, nothing found. Ultrasound scan - on an unknown date: negative, nothing found. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of ptc. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic period on luteran up to menopause in (B)(6) 2017') in an adult female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced intervertebral disc protrusion ("discal hernia with no fist sign"). In (B)(6) 2015, the patient experienced herniated disc ("recurrence of discal hernia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), general physical health deterioration ("impairment of health conditions up to be unbearable"), malaise ("malaise"), the first episode of bone pain ("bone pains"), myalgia ("muscular pains"), tendon pain ("tendon pains") and the second episode of bone pain ("all my skeleton hurt me"). The patient was treated with surgery (essure removal is planned to (B)(6) 2019). In (B)(6) 2017, the menorrhagia had resolved. At the time of the report, the general physical health deterioration, malaise, intervertebral disc protrusion, herniated disc, myalgia, tendon pain and the last episode of bone pain outcome was unknown. The reporter considered general physical health deterioration, intervertebral disc protrusion, malaise, menorrhagia, myalgia, tendon pain, the first episode of bone pain, herniated disc and the second episode of bone pain to be related to essure. The reporter commented: no tests were suggested for eventual allergy with nickel before insertion. According to the consumer nothing explained her heath state, the impairment increased. The essure removal is planned to (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: negative, nothing found. Bone densitometry - on an unknown date: negative, nothing found. Bone scan - on an unknown date: negative, nothing found. Hysteroscopy - on an unknown date: negative, nothing found. Ultrasound scan - on an unknown date: negative, nothing found. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.